Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to implant bearing wear. No further information was available at the time of this reporting.

Manufacturer narrative:
Reported event was confirmed by review of radiographs evaluated by third party hcp stating, abnormal positioning of the right knee arthroplasty in which the lateral portions of the tibial and femoral component contact each other, which can result in implant bearing wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.